Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. Nine days post-operatively, the pt experienced a ruptured diverticulum producing a pelvic abscess. Because of abdominal distention, the pt dehisced the anterior pelvic floor incision revealing a 3x8cm exposure. The surgeon has since excised this but left the incision open to granulate in. The pt is on antibiotics and estrogen vaginal cream.

Manufacturer narrative:
Ruptured diverticulum occurred, abdominal distention occurred, mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.